Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as the product did not contribute to the reported event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as the product did not contribute to the reported event. The initial report should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper, pn 00801803601, ln 63135616, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 extended offset, pn 00771101220, ln 63026820, bone scr 6.5x30 self-tap, pn 00625006530, ln 63098575, shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners, pn 00875705201, ln 63034780, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 extended offset, pn 00771101220, ln 63026820. Multiple MDR reports were filed for this event, please see associated reports 0002648920-2019-00783, 0001822565-2019-04643. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right total hip arthroplasty. Subsequently, prior to the revision procedure, pre-revision work up revealed elevated metal ions, and fluid at joint by mars magnetic resonance imaging. Revision of head - liner performed. Surgeon noted black rim at headneck juncture and osteolysis at femur; however, the femur was not noted to be loose. Surgeon¿s plan indicated treating patient for presumed infection. Attempts were made to obtain additional information; however, none was available.